Manufacturer narrative:
.

Event description:
The patient presented with an aneurysm in the splenic artery. A gore viabahn endoprosthesis was introduced through a 12fr cook introducer sheath over a 0,035'' termo stiff guidewire. The physician unsuccessfully tried to advance the device to the intended location. He decided to remove the device back through the sheath which was not possible. After removal of the sheath the physician tried to retrieve the device without the sheath. This was also not possible. Therefore the gore viabahn endoprosthesis was surgically removed. The aneurysm was treated via open surgery on the same day. It is reported that the patient was doing well during and after the intervention.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Our engineers have evaluated the returned device. Their investigation showed the following: the delivery catheter was received within a sheath. The sheath was not evaluated as it is not a gore product. The deployment knob did not appear to have been pulled. Four circumferential strut rows of the endoprosthesis adjacent to the sheath were bent outward. The outer layer of the braided constraining line which had been over these strut rows was compressed approximately 7 mm toward the tip end, exposing the inner braided constraining line. Loosened, but not detached, fibers from the deployment line were noted adjacent to the sheath. The delivery catheter was otherwise unremarkable. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
Correction of previous typo mistake within following statement: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Correction of provided implant and explant date: the gore® viabahn® endoprosthesis was neither implanted nor explanted. In addition to that following was reported by the physician to gore: it was reported that the splenic artery was quite elongated and that it is suspected that this might be the reason why the vibahn device was difficult to insert. It was stated that the surgeon made a small incision (1cm) to remove the viabahn device from the patient.